Event description:
A report was rec'd whereby sagittal magnetic resonance (mr) images from a non-accuray mfg device were imported into the multiplan treatment planning software resulting in inverted image orientations. The images were not used for treatment.

Manufacturer narrative:
Subsequent investigation determined that imported sagittal, oblique or coronal sliced mr image series may be improperly reconstructed and labeled, resulting in inverted image orientations. However, computed tomography (CT) images are the primary images used and are required for treatment planning. Only in some cases are secondary mr images fused with the primary CT image for treatment planning. CT images are correctly reconstructed and labeled. No serious injury or death has been reported to date as a result of this malfunction. All affected sites have been notified via an advisory notification (with multiplan treatment planning software versions 2.0, 2.0.1, 1.6, 1.6.1. Or 1.6.3).